Manufacturer narrative:
The report received from the affiliate indicted a brite tip (6f (B)(4)) was inserted into the patient and during the procedure, the physician it was noted that the luer hub was loose from the shaft, but still attached. The hub could be rotated around the shaft many times. Therefore, the physician stopped using the guiding catheter. It was unknown which guiding catheter was used to complete the procedure, but the procedure was finished successfully. There was no patient injury reported. The target lesion was a 99% de novo lesion in the proximal rca with heavy calcification and vessel tortuosity. There are no details regarding the handling of the device during prep or during the procedural use; however, it was reported that the defect of the hub was not noted prior to use. The product was clinically used in the patient and it will not be returned for analysis, as it was discarded by the hospital due to the patient's infectious disease. A review of the manufacturing documentation associated with lot 15243389 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that vessel characteristics and device manipulation contributed to the report that the hub was noted to be loose during procedural use in the tortuous vasculature. However, based on the available information and without the return of the device, no conclusion can be made. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received from the affiliate that contrary to the statement of the previously submitted report, the physician did not notice deformation of the luer hub prior to use.

Event description:
The report received from the affiliate indicted a brite tip (6f (B)(4)) was inserted into the patient and during the procedure, the physician confirmed that the luer hub was loose from the shaft, but still attached. The hub could be rotated around the shaft many times. Therefore, the physician stopped using the guiding catheter. It was unknown which guiding catheter was used to complete the procedure, but the procedure was finished successfully. There was no patient injury reported. The product was clinically used in the patient and it will not be returned for analysis, as it was discarded by the hospital due to the patient's infectious disease. The physician did confirm the deformation of the luer hub prior to use. There are no other defects confirmed with this device. The target lesion was a 99% de novo lesion in the proximal rca with heavy calcification and vessel tortuousity.